Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day an immediate implant and full upper were placed, a failure occurred upon insertion in type ii bone. Clinician reports pain and mobility. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day an immediate implant and full upper were placed, a failure occurred upon insertion in type ii bone. Clinician reports pain and mobility. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.